Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. No fail batt alerts. Unit power up properly after battery installation. Unit was downloaded successfully using (thumb software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might trigger the reason complaint. The baat program reveals low battery cycles on the following dates: battery cycle 12.0 received the lowbatteryalert (104) on (B)(6) 2025 21:52:00 faster than expected at 0.05 days. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2025 13:33:00 faster than expected at 0.15 days. Battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2025 08:46:00 after more than 7 days at 15.84 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit did not pass the sleep current measurement and active current measurement test, however it did pass the self test. The power management parameters graph recorded abnormal behavior of the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) spec range. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was found on electronic assembly. The following cosmetic damages were noted: scratched case, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, and cracked case (battery tube). In conclusion, unexpected battery power loss were confirmed during testing. Battery related issues were confirmed by the baat program and the moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump persistently alerted low battery and battery failure alarms, even after replacing battery and battery cap. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.